Manufacturer narrative:
D9: date of device return is unknown. The investigation has been completed. A review of the device logs found that there were no controller error or controller failure alarms upon boot-up. This is not consistent with the complaint. The device was returned to abiomed japan for evaluation (date of return is unknown). The root cause of the issue was not determined because issue could not be identified and/or reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The automated impella controller (aic) experienced a controller error yellow alarm, which was resolved by changing the console. No patient harm reported.